Manufacturer narrative:
Weight, ethnicity, race: unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +5.0/+2.5/163 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. The surgeon reports excessive vault and refractive surprise. Reportedly, the lens remains implanted. The cause of the event is reported as user error.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
On (B)(6) 2019 the lens was exchanged with a shorter length lens with the same power and placed the lens on the correct axis and the problem was resolved. Claim#: (B)(4).